Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported error message (e102). The evaluation found worn out scope slider causing intermittent high intensity mode. Additionally, the front panel mouth was chipped and there are missing lamp washers on the device. The light output measured out of specification and needed to be replaced. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the evis exera iii xenon light source had an error code e102. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection of the device it was found that there was not enough thermal grease on the lamp and heavy dust stayed on the air ventilation of the top cover. Based on the results of the investigation, these issues may have contributed to the reported event. The error e102 could not be replicated. However, e102 indicates clv lamp blow-out, caused by the lamp. The device was repaired and verified to conform to olympus's quality standards. The instruction manual states the following that could have prevented the event: "avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating." "Apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures." Olympus will continue to monitor field performance for this device.